Event description:
The facility representative reported to baxter global technical services one colleague infusion pump in which failure code 403:317:871:0000 occurred during therapy. The reported condition occurred in the med. Surgery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.this device utilizes user interface module master software version 6.13.90 categorized as remediated.

Event description:
A hospital in (B)(6) reported via our distributor that they found an rt204 adult heated breathing circuit to be open circuit before use on a patient.

Manufacturer narrative:
The electrical resistance of the heater wire in the inspiratory and expiratory tubes of the returned breathing circuit were tested using a multimeter. Results: the heater wire resistance of both inspiratory and expiratory limbs was within specification. A lot check revealed no other complaints of this nature for lot number 091202. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. (B)(4).

Manufacturer narrative:
The rt204 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The device is currently on its way to (B)(4). We will provide a follow up report on receipt of the device and completion of our investigation.